Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding- gum [gingival bleeding]. Piece of metal penetrating gum [gingival injury]. Pain- gum [gingival pain]. Piece of metal coming out of toothbrush, photograph of the damaged brush (oscillating disc detachment) [device breakage]. Case description: consumer sent e-mail reporting a piece of metal had come out of the toothbrush, and the brush was damaged. The consumer submitted a photograph revealing detachment of the oscillating disc from the brush head. No serious injury was reported.